Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012. During night drain cycle 21, the patient's ultrafiltration reading was 186 ml. This indicates that the home patient (hp) drained 150 ml more than their maximum programmed fill volume of 180 ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a use error, as the tidal total ultra-filtration (uf) removal was set too low. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.